Event description:
It was reported that the patient underwent a posterior cervical spinal fusion procedure at c1-2, c2-3. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: cervical myelopathy. Occipital cervical instability. Patient's MRI revealed c1-c2 pannus with hypertrophic occipital c1-c2 joints, spinal cord compression and spinal cord contusion. For which, patient underwent following procedures: c1 laminectomy, occiput to c3 fusion and fixation. Per op notes, remaining cortical and cancellous bone was placed along with bmp sponges at c1, c2, and c3. A good solid fit was achieved. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.